Event description:
The needle is bent at an angle. The rptr stated that the hub is fine, therefore, the problem probably occurred during the mfg process. One syringe also had a burr on the needle. The rptr has one sample from each lot, although others have been affected.